Event description:
It was reported that during a realize adjustable band procedure, after the band was placed, when connecting the tubing to the port, a leak was detected in the port. Another port was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port ( lot#zknbf0) with the safety red cap, the locking connector with the tubing strain relief and a piece of catheter ( 8cm in length, with a knot) were returned for analysis. Upon visual inspection, it was observed that the catheter present several scratches on the tubing connection side. A port leak test was performed on the injection port with a successful result; no leakage was found from the septum. A port blockage test was performed on the injection port with a successful result; no blockage was found. An additional test was performed; injection port and catheter returned for evaluation were assembled together and a port leak test was performed on this assembly with a successful result. No leak was observed on the catheter. Device returned for evaluation was fully functional, and failure observed by surgeon cannot be duplicated. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.